Manufacturer narrative:
The device was returned to olympus for the reported issue of poor visual image. The user request was not confirmed, there were no discernible damages discovered through estimation. The device history records for this product could not be reviewed as the device was manufactured more than 15 years ago. As per the instructions for us (IFU), "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head displayed a poor visual image. The issue occurred during a laparoscopic cholecystectomy procedure. The diagnostic procedure was completed with a similar device. There were no reports of patient harm associated with the event.